Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported lead impedance and noise problem could not be confirmed. Analysis did not found any lead anomalies. No abrasion was found. All lead continuities were normal. The lead had only explant damage.

Event description:
It was reported that the lead exhibited noise and impedance anomaly